Event description:
Initially, on 07/29/10, a (B)(6) customer called in a report related to an interlink continue-flo set. A piggyback tubing reportedly came out of the medication solution bag striking the nurse in the eye resulting in injury and loss of vision to the eye. Reportedly, the primary solution bag became dislodged from the metal hanger, fell to the floor, causing the secondary tubing to become dislodged and the spike to come out of the bag. No sample is available. The incident occurred on the ck3 trauma/burn unit. Later clarification of information indicates, the nurse spiked the primary 1000cc solution bag and was hanging the bag onto the secondary set wire hanger. The nurse looked away from the intravenous (IV) set up and reportedly missed the wire hanger or did not place the hanger correctly through the IV solution hanger hole. The bag fell. As the bag fell, there was not enough slack in the tubing thus, the medication bag dropped and the weight of the bag placed tension on the tubing causing the spike to be pulled from the bag. The tension pulled the spike out of the bag which recoiled and struck the nurse in the eye. The nurse was transported to surgery for repair of the injury however, the nurse has sustained loss of vision to the eye. The patient current status is unknown. A conference call was held on 07/30/10 with facility representatives and baxter representatives. The hospital indicated they had conducted a root cause investigation into this event. The following actions have been implemented by the hospital: baxter was notified of the event. The nursing staff has been reeducated on practices for hanging and spiking of medication solution bags. Design changes have been recommended on the secondary set hook and IV pole. Specific units within the facility use a speciality pole which was designed by the facility biomedical department.

Manufacturer narrative:
(B)(4). The sample has been requested, however, it is unclear if the facility will return the sample for evaluation. Should the sample be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s.

Event description:
Additional information received from the facility indicates" the nurse/patient's condition has improved and she may be able to gain sight in that eye as they think that the retina did not detach. The nurse had two years of nursing experience prior to the incident. It was also informed that the nurse has used the system prior to this incident.

Manufacturer narrative:
Complaint no: (B)(4) additional information: the MDR was initially submitted on (B)(6) 2010 but failed the ack3 therefore it has been resubmitted this date.